Manufacturer narrative:
Other, other text: device evaluation: the device was returned for evaluation. During functional testing, the reported issue could be confirmed. The returned device gave an "air in line" alarm that could not be resolved. The issue occurred due to a problem with the air detector but the reason for the issue with this component was not established.

Event description:
It was reported that the device gave an "air in line" alarm. No adverse effects to patient reported.